Manufacturer narrative:
B5 - reported as: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angels. Due to excessive vault and significant reduction of irido-corneal angles, the lens was exchanged for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Correct to: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angels. Due to excessive vault and significant reduction of irido-corneal angles, the lens was exchanged for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. Claim# (B)(4).

Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angles h6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angels. Due to excessive vault and significant reduction of irido-corneal angles, the lens was removed and replaced intraoperatively for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Information correction: b5 - reported as; a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angels. Due to excessive vault and significant reduction of irido-corneal angles, the lens was removed and replaced intraoperatively for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown. Correct to: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angels. Due to excessive vault and significant reduction of irido-corneal angles, the lens was exchanged for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. D4 - primary unique device identifier (UDI)#: (B)(4)"UDI related data quality updates only". Claim# (B)(4). Manufacturer narrative comment: device revision or replacement (lens replaced or exchanged) is identified in the labeling as a known potential adverse event following icl implantation.